Event description:
It was reported that during an unspecified procedure, filter deployment issues, filter migration and subsequent death occurred. Access was gained through the right femoral artery. Following a venogram, another MFR's guidewire was positioned and a 9fr sheath was placed over the wire. The wire and dilator were removed, and the titanium greenfield vena cava filter was placed through the sheath. Some resistance was noted during advancement; however, the filter passed. The renal veins were identified via cavogram to be at l2-l3, and therefore the titanium greenfield vena cava filter was deployed in the right leg. The struts of the filter did not deploy; they were reported to be bound together. The titanium greenfield vena cava filter then migrated and the cone of the filter became wedged in the orifice of the hepatic vein. Access was gained through the left femoral, and the filter was manipulated with another MFR's flush catheter and withdrawn into the suprarenal cava where the filter deployed. The filter was attempted to be snared by coming above it and binding the legs using an angled guide catheter, however, several attempts to manipulate it caused the filter to become bound again. A 16fr sheath was placed up the left side, the filter was withdrawn into the sheath, and the filter was removed. Several of the "limbs" caught on the wall of the left common. An incision was made and the filter was removed with a hemostat. There was a 2.5cm laceration on the anterior wall of the femoral vein, which was repaired with a running suture. Flow was restored to the femoral vein, and there was adequate hemostasis. Another stainless steel greenfield filter was placed up the right side and deployed at l3 above the confluence of the iliac veins but below the renal veins prior to the retrieval of the initial filter. The filter deployed easily over the wire, and completion cavogram showed no extravasation and good apposition of the struts to the wall of the cava. The pt remained hemodynamically stable, and his saturations were in the upper 90s. The pt was transferred to the ICU. It was reported via facility medwatch that the timing of add'l intervention was 120 minutes. It was reported that when they tried to wake up the pt he expired. The physician reported that the pt was in "a very bad condition prior to the case, and the pt's death is not a result of the device failure."

Manufacturer narrative:
The complainant indicated that the device is being retained and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The device history record review confirms that this device met all material, assembly and performance specs.